Event description:
No additional event information received at the time of this report.

Manufacturer narrative:
This report is being submitted to relay additional information and device evaluation. The following sections are being reported: b4: date of this report was updated. G3: date received by manufacturer was updated. G6: type of report was updated. H2: type of follow up was updated. H3: device evaluated by manufacturer was updated. H6: type of investigation codes were added: 4109, 4111 and 3331. H6: investigation findings code was added: 213. H6: investigation conclusions code was added: 67 and 4315. H10: narrative/data was updated. Zimvie received the reported implant for evaluation. Visual evaluation was performed, slight markings on drive feature has been identified, however no damage/malfunction. DHR review was completed for the subject lot number. No deviations or non-conformances, which could have caused or contributed to the reported event, were noted as part of the DHR. Complaint history review was performed for the reported lot number for similar events and no other complaint was identified. A definitive root cause could not be determined since device malfunction did not occur, and the reported event has been unconfirmed following functional testing and physical evaluation. Therefore, based on the available information, device malfunction did not occur. The drive feature has slight markings but no damage. No further investigation or immediate CAPA / hhe/d escalation is required, as the complaint investigation did not confirm the products were nonconforming at the time of distribution, and no new failure mode, harm, or hazardous situation was identified through the investigation performed.

Event description:
It was reported that while placing the implant at tooth location #14, the doctor had difficulty taking the impression post off. The doctor seems to think that the hex of the implant was stripped and requested to place a new implant at the site. The procedure was not able to be completed.

Manufacturer narrative:
Zimvie complaint number (B)(4). A4: weight unknown / not provided. G4: additional PMA/510(k) number ¿ k011028 / k013227. Product has been received by zimvie and the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted.